Event description:
We opened a 60 ml bd luer-lok tip syringe package in our IV room for sterile compounding that from all appearances is either dirty, has an overspray of the ink used for the gradation markings or moldy. Review of other syringes in this lot also revealed another syringe. Additionally, I had another pharmacy tech inform me she had one or two she threw away with the same appearance.